Event description:
It was reported the patient was not getting stimulation on the left lead for contacts 8-11 like he used to. The patient only felt a burning sensation and not paresthesia when doing a guarded cathode on contacts 8, 9, and 10 at 2.5 volts. There was no known accident or incident related to the event. Impedances were measured, and the results indicated electrode 11 was high (>3600 ohms). All other impedances were in normal range and everything else was fine. The device was programmed around electrode 11 so that it was not being used.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v109247, implanted: (B)(6) 2008. Product type: lead: product ID 3888-45, lot# v109247, implanted: (B)(6) 2008. Product type: lead: product ID 3888-33, lot# v108269, implanted: (B)(6) 2008. Product type: lead: product ID 3888-33, lot# v108269, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3550-09c lot# lb6466, implanted: (B)(6) 2003. Product type: accessory. (B)(4).